Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a missing trunk cable. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have a missing trunk cable. The root cause of the missing trunk cable cannot be positively identified, but was likely caused by excessive force exerted on the cable. The last patient to use this belt did not report any deficiencies. No adverse event resulted from the missing trunk cable.